Event description:
Further information was received through a company representative indicating that the infection was located in the chest area at the generator site. The cause for the infection is unknown at the moment and the results of cultures are not available. Trauma or manipulation was not believed to be a contributory cause for the infection.

Manufacturer narrative:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The reported generator was returned to the manufacturer and is currently undergoing analysis.

Event description:
Analysis was completed on the returned generator and portion of the lead. Analysis of the returned generator indicated the pulse generator performed according to functional specifications. Analysis of the returned portion of the lead indicated that other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a company representative that a vns patient was to have his generator and lead explanted due to an infection. At the moment, good faith attempts to obtain additional information have been unsuccessful to date.